Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences. Customer reported that blood glucose was 38 mg/dl and then 36 mg/dl and was treated with food. Customer was a little incoherent. Customer's blood glucose stabilized at 122 mg/dl and declined troubleshooting for low blood glucose. Customer reported of suffering from gastroparesis. Customer was advised to call back should issue persist.